Event description:
Per the clinic, the home charger was found to appear melted and malformed after charging. There was no allegation of serious injury associated with the issue and a replacement home charger was sent to the patient.